Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a left atrial tachycardia ablation procedure, the patient experienced a pericardial effusion. An ablation was performed at the roof of the left atrium and the patient became hypotensive. An intracardiac echocardiography revealed a pericardial effusion which required surgical intervention and cardiopulmonary bypass to treat the patient. There were no performance issues with any sjm devices.